Manufacturer narrative:
On 02/07/2017 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. On 02/16/2017 software analysis was unable to determine probable cause with the information provided. Reported issue could not be replicated. No further issues have been reported.

Event description:
A medtronic representative reported that, while in a spine procedure, the surgeon alleged an inaccuracy occurred 1 millimeter laterally. The surgeon was performing a multi-level fusion and on the last level the surgeon deemed being inaccurate. They brought in a second navlock and deemed being accurate then. The surgeon opted to continue and completed the procedure with the use of the navigation system. There was no delay of therapy. There was no impact on patient outcome.